Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead did not yield satisfactory sensing or pacing parameters despite several repositioning attempts. It was also noted that it was difficult to fixate the lead. As a result, another lead was used for the pace/sense functionality. No adverse patient effects were reported.